Event description:
Info received indicates the head end casters are not holding when in brake.

Manufacturer narrative:
The tech found the head end brake linkage was broken. The tech used a brake/steer upgrade to repair the stretcher.